Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the implantable neurostimulator (B)(4), found reduced capacity due to overdischarge. The implantable neurostimulator (ins) was received with no telemetry and no output. Telemetry was restored after one full physician mode recharge. The ins recharged normally and had good coupling. After being recharged the ins passed functional testing. According to the trace report taken from the ins, it was last recharged on (B)(6) 2014 for only 17 minutes (battery voltage ended at 3.715 volts). The ins went to the "lock/sleep" mode on (B)(6) 2014. Subsequently the ins went to an overdischarge state. This was the first overdischarge for this device. Analysis of the lead (B)(4) found the conductor broke within 10 cm of the connector area. Two conductors were broken (#0 and #4 circuits on the lead connected to the #8 and #12 electrodes of the ins) 2.8 cm from the proximal end of the lead. Analysis of the lead (B)(4) found no anomaly. The body was cut through and the product segmented. It was noted that the setscrews were tight to the leads and that the leads were cut off too short to perform a system test.

Event description:
It was reported that there were coupling issues. It was noted the patient had issues charging and could not charge or couple the device. Patient symptoms included less than 50% therapy relief at the device pocket. Diagnostic testing or troubleshooting performed included impedance testing, x-rays, and reprogramming. The issue did not resolve and an explant of the device was required as a result of the event. The complete explant was on (B)(6) 2014. It was further reported that there was a 50% reduction in pain relief from the neurostimulator. It was noted that the event was note determined. Troubleshooting occurred and the patient was trained. The manufacturing representative worked with the patient to see if they could get better coupling. The results of the x-rays and impedances were normal. It was noted that the recharging frequency matched the patient settings. It was noted that the patient was in continuous mode. The reporter noted that the patient¿s stimulation was explanted and a pain pump was implanted. It was noted the patient was receiving good therapy.